Event description:
During an angioplasty the x-ray imaging equipment became non-functional without warning; only transient functioning of the equipment was achieved. At this time injections of the right coronary with 80-85% lesion, no evidence of dissection. Recovery of the system was not possible. Pt was observed. About 40 minutes post inflation pt complained of chest pain. EKG showed no abnormality. Chest pain continued despite IV nitro. Pt taken to or for bypass of right coronary artery.